Manufacturer narrative:
On an unreported date, the patient was hospitalized for the peritonitis (previously reported as not hospitalized). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. The patient was not hospitalized for the event. No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the experienced cloudy effluent (previously reported as peritonitis) and was subsequently hospitalized for the event. Treatment rendered for cloudy effluent was not reported. On an unreported date, the patient was discharged from the hospital. The patient was recovered from the cloudy effluent event. (B)(4). There is no serious injury or medical intervention reported in this event that is causally related to a baxter device, therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.